Manufacturer narrative:
Patient identifier (B)(6). B5 describe event or problem - updated.

Event description:
Respond edge study. It was reported that atrioventricular (av) block and left bundle branch block (lbbb) occurred. Procedure summary: prior to the index procedure, heparin or other anticoagulant was given and the subject was on a prior regiment of aspirin and other antiplatelet medications at the time of index procedure. The patient did not receive any loading doses of antiplatelet medications at the time of index procedure. A lotus introducer sheath was placed and then the native aortic valve was treated with a 25 mm lotus edge valve. There was correct positioning of the prosthetic heart valve into the proper anatomical location. The patient had second degree av block and left bundle branch block during the index procedure. No action was taken to treat the event. The following day, the event was considered recovered and the patient was discharged at home it was further reported that the previously reported left bundle branch block and second degree av block was noted post deployment of the valve.

Manufacturer narrative:
Patient identifier (B)(6).

Event description:
(B)(6) study. It was reported that atrioventricular (av) block and left bundle branch block (lbbb) occurred. Procedure summary: prior to the index procedure, heparin or other anticoagulant was given and the subject was on a prior regiment of aspirin and other antiplatelet medications at the time of index procedure. The patient did not receive any loading doses of antiplatelet medications at the time of index procedure. A lotus introducer sheath was placed and then the native aortic valve was treated with a 25 mm lotus edge valve. There was correct positioning of the prosthetic heart valve into the proper anatomical location. The patient had second degree av block and left bundle branch block during the index procedure. No action was taken to treat the event. The following day, the event was considered recovered and the patient was discharged at home